Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the pump stoppage events captured in the submitted log files. The report of a malpositioned inflow cannula could not be confirmed through this evaluation. In addition, a specific cause for the reported cardiac arrhythmias could not conclusively be determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The log file submitted from the patient¿s primary system controller captured two transient pump stop events on (B)(6) 2020 with corresponding low speed and low flow hazard alarms while the system was supported by batteries. A system controller exchange was performed on (B)(6) 2020. The log files submitted from the patient¿s backup system controller captured additional low speed and pump stoppage events on (B)(6) 2020, with corresponding hazard alarms for low speed and low flow. These events occurred while the system was supported by a power module. Based on previous complaint experience, the pump stops and hazard alarms captured in the submitted log files appear consistent with a potential driveline issue. The submitted x-rays showed the internal and external portions of the patient¿s driveline. An area of potential breakdown of the metal braided shield was observed on the external portion of the driveline. Images of the internal portion of the driveline showed an area where the driveline appeared kinked and another area where a loop was observed. Driveline wire compromise could not be confirmed via the submitted x-ray images. (B)(6) was returned assembled with the driveline severed approximately 1¿ from the pump housing. The distal portion of the driveline measuring approximately 37¿ with the controller connector was also returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the driveline segments found all wires to be electrically intact. Upon removal of the outer jacket, the bionate layer showed no signs of damage. Areas of severe breakdown of metal braided shield were observed approximately 2¿ ¿ 19¿ from the controller connector. Microscopic inspection and hipot testing of the underlying wires revealed breaches to the red wire adjacent to the nipple of the pump housing and approximately 21.5¿, 32¿ and 33¿ from the controller connector. Breaches to the yellow and green wires were observed approximately 31" from the controller connector. Further inspection revealed a breach to the brown wire approximately 35.5" from the controller connector. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of fatigue due to repetitive flexing. The pump stoppages captured in the submitted log files could have resulted from a short-to-shield if any of the exposed wires contacted the metal braided shield while operating on a grounded power source (power module with grounded patient cable). These stoppages also could have resulted from a phase-to-phase short if the exposed conductors of any two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on an ungrounded power source (external battery power or a power module with an ungrounded patient cable). The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev b., and patient handbook, rev. C, are currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2020 the patient had multiple ICD defibrillation shocks due to multiple arrhythmias (combination of ventricular tachycardia and ventricular fibrillation). The patient became unconscious and emergency services provided CPR and external defibrillation to stabilize heart rhythm. The patient was transferred to the local emergency room where a controller fault alarm occurred. The controller was exchanged to the backup and no other active alarms occurred. The patient was connected to an ungrounded power module patient cable after multiple pump stops occurred due to short-to-shield damage of the driveline cable. The primary controller log file confirmed a pump stop at 14:46 with no further record. The backup controller log file showed multiple pump stops due to short-to-shield events. After connecting to the ungrounded patient cable there were no further issues. Ramp test confirmed adequate left ventricle unloading with lvad inflow cannula in sub-optimal position. The patient was extubated and there were no adverse consequences due to the event. The vad team decided to adjust speed and fluid balance to enlarge lvedd and limit potential contact of inflow with left ventricle wall. An electrophysiology investigation was planned. Due to previously confirmed short-to-shield event, new x-rays and driveline x-rays were performed which confirmed external driveline damage and did not exclude internal damage. Due to another pump stop event, the patient underwent a pump exchange on (B)(6) 2021.